Event description:
It was reported that approximately one month post left hip procedure, the patient underwent a revision due to infection, necrosis, and tissue damage. There was an initial I&d procedure where the joint was irrigated, sinus tract excised, loose or questionable tissue excised, and the wound closed in layers. During the revision two days later, there was an extensive synovectomy and complex muscle debridement. Necrotic tissue and dead muscle edges removed. The head, liner, and screws were removed and the acetabulum thoroughly washed. A new head and liner were placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently, the patient has undergone multiple revisions, with the third revision being this complaint. The femoral head, liner, and screws were removed as pus was noted superficially. The joint was irrigated and washed out. A full synovectomy was performed to remove necrotic and dead tissue. No complications were noted. A definitive root cause cannot be determined for the infection (for unknown devices), tissue damage and itis. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused any patient infection complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.